Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus. A field service engineer (fse) found that the main full-height drawer 6 failed in hardware test application (hta) mode due to an unresponsive drawer controller. The fse replaced the drawer controller, rear console, controller, row board, cable, and retractor for drawer 6, but the drawer remained unresponsive during the hta test. However, the pharmacy technician was able to recover and inventory the main full-height drawer 6 successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.